Event description:
Pt unit shut it itself off. Machine was turned on again and machine shut it itself off again. No audible alarms where activated. Pt experienced a suck-in effect on the facial mask. Pt was taken off the unit.